Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
It was reported that following a completed full dialysis session the patient was washed back. The patient coughed and blood came out of the venous lumen through the tego being used. The venous lumen was clamped straight away. The tego was cleaned with clinell. The reporter was advised to use the lines as if there are no tegos in situ and clamp the line whenever the line is disconnected, check the batch number, and isolate any with the numbers as above during the event. There was patient involvement and no harm to the patient was reported.